Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and two shocks for a rhythm that appears to be a supraventricular tachycardia (svt). No additional adverse patient effects were reported. This device remains in service.